Event description:
The reporter stated that she did back-to-back blood glucose testing, within 10 minutes, using separated finger sticks. Her results were 30 and 110m/dl. She did not have any symptoms. During troubleshooting, the reporter used correct testing techniques and was aware of coding, cleaning, and control solution testing. Result of a control solution test were in range, 133(90-135).